Event description:
During a laparoscopic nephrectomy, the vessel clamps would not hold the vessels and then got stuck on the vessel. They were unable to remove the pl555s from the vessel and it fell out of the applier. Surgeon had to open the patient's abdomen to retrieve clamp. Surgery was prolonged 2 hours. Patient suffered no adverse affects as a result of the incident. Reference: 2916714-2006-00059, 2916714-2006-00060.

Manufacturer narrative:
Upon reciept, the item and all of the available information will be forwarded for analysis to the manufacturer, aesculap.